Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. The delivery catheter system (dcs) was attempted to be inserted via the in-line sheath but it would not advance. The in-line sheath was replaced with a 20fr non-medtronic external introducer sheath. It was reported the guidewire "came off during the delivery". The guidewire was reinserted. A dissection from the sinotubular junction to the descending aorta was observed via echocardiogram. The dcs was withdrawn from the body. The procedure was converted to open chest surgery; a bentall procedure and an ascending aorta replacement were performed. The exact cause of the dissection was unknown; it was suspected to have occurred sometime between the pre-implant bav to in-line sheath replacement. It was noted the guidewire (manufacturer unknown) could have contributed to the dissection. Per the physician, the dcs and the external introducer sheath were not advanced up to the area of the dissection. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the guidewire was a non-medtronic product. B5: updated event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.